Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA\510k: awareness date reported on follow up 1 report as october 21, 2019 but should have been november 08, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that unknown pena nail break postoperatively and it was discovered during the inspection. They remove the nail and make a revision with an pfn-a long. Concomitant devices reported: pfna blade perf l105 tan (part# 04.027.036s, lot# 8988919, quantity# 1), unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporters state: (B)(6). A review of the device history record. Device history lot. Part: 470.280s. Lot: l899049. Manufacturing site: (B)(4). Release to warehouse date: 30 may2018. Expiry date: 01 may 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary the complained part was forwarded to the manufacturing facility for evaluation. Here the statement. As received condition, the device was returned in a non original depuy synthes bag. The laser marking is readable, and the lot number correspond to the received complaint. Traces of use are visible throughout the complaint part. A manufacturing record evaluation was performed for the affected work order: (B)(4) lot number: l899049 (nail finish good product), and no non-conformances, abnormalities nor deviations related to the reported complaint condition were identified which could lead to the complaint failure. In addition, the drawing of the article was reviewed and no relevant design changes were identified. During this investigation, the features which are relevant for the complaint condition. The nail was manufactured according to its quality standards and any manufacturing issue can be excluded. The raw material certificate was checked comp: (B)(4)/charge number: (B)(4) and it was found that all used raw material fulfilled the specifications. Based on the investigation results, the complaint agrees with the complaint description ¿broken nail¿ as claimed by the customer. Thus, the complaint is confirmed. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4 dimensional inspection) as well as in the manufacturing documentation reviewed, no issue was identified. Since no manufacturing deficiency has been detected, this complaint is rated as not valid. Hence, no additional actions are required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4).  Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that unknown pena nail break postoperatively and it was discovered during the inspection. They remove the nail and make a revision with an pfn-a long. Concomitant devices reported: unknown nail head elements: pfna blade (part # unknown, lot # unknown, quantity# 1), unknown screws: trauma (part # unknown, lot # unknown, quantity # unknown). This report is for 1 of 1 for (B)(4).